Manufacturer narrative:
The hospital reported the event occurred using a 14 french catheter. Atrium medical does not make a 14 fr catheter. The hospital has not responded to requests for further information. As the lot number was not provided a review of the device history records could not be performed. Atrium medical corporation only releases product that has met all quality and performance requirements. Based on the details provided the root cause could not be determined. Some thoracic catheter have drainage holes pre cut in the tube depending on the product code number. Clinical evaluation - an air leak can occur in a chest drainage system for several reasons. An air leak would occur on the device side if there was a loose connection between the patient and the drain or if there had been damage to the tubing itself as in a puncture or clamp that perforated the tubing. A pleural leak would be a result of the thoracic catheter becoming dislodged or pulled out of the chest wall insertion site. The instructions for use (IFU) cautions that care should be taken during catheter insertion, fixation and removal to avoid accidental or intentional cutting, suturing to or puncturing of the thoracic catheter as tearing of the catheter may result causing device failure, patient injury, illness or death.

Manufacturer narrative:
A follow up report will be submitted upon the completion of the investigation into this event. [Mw5089993.pdf].

Event description:
Part of the tubing for chest tube was found to have small holes in it. The affected portion was external to the patient. Affected portion of tubing removed and replaced with unaffected tubing.